Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation with rapid ventricular response. The patient was converted to sinus rhythm. The device is still in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.